Manufacturer narrative:
(B)(4). The sample is not available for evaluation and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.this product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240 (air in set). The reported condition was not confirmed due to lack of sample. Based on the information obtained during baxter's investigation, the root cause of the alarm was not determined. A batch review was not performed as lot information was unknown. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter (B)(4) regarding a system error 2240 alarm (indicating air in the set) that appeared on the home choice (hc) machine during initial drain. The home patient (hp) was connected at the time of the alarm and did not disconnect any time prior. The technical service representative (tsr) explained the alarm and assisted the hp to clear the alarms and then start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. No additional information is available.